Event description:
It was reported that the patient's pump had possibly flipped. Additional information indicated that x-ray confirmed a flipped pump. No patient symptoms were reported. On (B)(6) 2014, a revision was performed. During the revision, the pump was disconnected and flipped back to the proper position and secured using ligatures to pump loops. The patient¿s status was ¿alive ¿ no injury¿. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8578, lot# n113069, implanted: (B)(6) 2007, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).